Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement, rapid battery voltage depletion on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the device displayed premature battery depletion and at the time of device removal interrogation could not be performed. It was also reported the alerts were heard but stopped two weeks prior to the replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Hybrid testing and evaluation determined that the depleted battery was due to high current drain in the hybrid. The cause of the high current was a defective l303 integrated circuit. The defect site, in the supply circuitry of the l303, was identified through photoemission analysis. If information is provided in the future, a supplemental report will be issued.